Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alerted that the flow was blocked during a bolus delivery and that the blood glucose rose as high as 470 mg/dl. Insulin exited with a 5 unit cannula fill. The cannula was not bent. The customer declined high blood glucose troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.